Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag had a damp spot. The tpn was removed from amber bag and a pinhole leak was observed at the top side edge of the bag. This was observed during inspection. There was no patient involvement. No additional information is available.